Event description:
Patient was given improper prescription for contact lenses that didn't fit correctly and is currently battling a corneal ulcer. Pt code: 1796. Device code: 1583. Ref report: mw5186372.